Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed. The complaint condition for the 359.213 lot number 1136679 (awl) was likely caused by numerous years of use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The device was returned and reported to have become broken during surgery. This condition is confirmed; the distal tip of the awl has broken approximately five millimeters from the tip. It is likely that over thirteen years of use for the awl has led to this complaint condition. Possible rough handling during surgery or sterile processing may also have contributed to this condition. The awl was manufactured in 9/2002 and is over thirteen years old. The condition of the returned device is fairly worn, commensurate with the age and consistent use over its lifetime. The design records were reviewed and the device was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. DHR review - manufacturing location: (B)(4). Manufacturing date: 06.sept.2002. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on (B)(6) 2015 an awl and an inserter broke and generated fragments. The awl broke off in the patient's humeral canal. The fragment was visualized using radiographs and an attempt was made to retrieve the fragment. Additional incisions were not made and the fragment was not able to be retrieved. The distal end of the inserter broke off while the surgeon was malleting the nail in place. The inserter fragments did not reach the patient and, therefore, were not retained in the patient. This procedure was successfully completed with a five minute surgical delay. This report is 2 of 2 for (B)(4).